Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('right essure within the abdominal cavity/ device was located far from right fallopian tube'), gastrointestinal injury ('organ perforation/ the right essure has lodged in my intestine') and perforation ('organ perforation') in a 33-year-old female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of effect". The patient's medical history included drug intolerance (to primperan), asthma, parity 2 and multigravida. Concurrent conditions included smoker. Concomitant products included rituximab (rilast). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), 4 years 11 months after insertion of essure. In 2019, the patient experienced abdominal pain ("abdominal pain"), dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). In (B)(6) 2020, the patient experienced anaphylactic shock ("after essure removal, anaphylactic shock on two occasions after injection of heparin at home"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal discomfort ("hypogastric discomfort"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), device intolerance ("intolerance to essure"), endometriosis ("endometriosis"), fatigue ("extreme tiredness/tiredness"), swelling ("swelling"), dysgeusia ("metallic taste in her mouth"), loss of libido ("loss of sexual desire/decreased libido,"), depression ("anxiety/ depression"), perforation (seriousness criterion medically significant) and anxiety ("anxiety,"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with heparin, surgery (bilateral salpingectomy with removal of essure via laparoscopy and salpingectomy on (B)(6) 2020) and abortion with two curettages in general anesthesia. Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, gastrointestinal injury, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal discomfort, hypersensitivity, genital haemorrhage, device intolerance, endometriosis, dizziness, fatigue, nausea, swelling, dysgeusia, loss of libido, depression and anaphylactic shock outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal pain, anaphylactic shock, anxiety, depression, device dislocation, device intolerance, dizziness, dysgeusia, endometriosis, fatigue, gastrointestinal injury, genital haemorrhage, hypersensitivity, loss of libido, nausea, pelvic pain, perforation, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: case with medical records was received from local health administration after the patient sent a claim to the health administration via lawyer. Insertion details: intratubal essure device was placed bilaterally via hysteroscopy. No essure coils could be observed in either ostium. After removal procedure, she was discharged on (B)(6) 2020 in good overall conditions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: hard-to-identify internal genitalia with poorly-defined edges, whereby it is hard to determine the precise location of the devices. The left essure device is very likely positioned inside the left fallopian tube. The right essure device appears to have migrated slightly; it seems to be partially outside the right fallopian tube. Likely presence of smalls cysts in the right ovary. No other relevant findings. Laparoscopy - on (B)(6) 2020: findings: uterus within normal macroscopic parameters. Both adnexa within normal macroscopic parameters. Right essure observed within the abdominal cavity with its distal end of the inner coil within the fallopian tube and the outer coil within the right fimbria. Left essure within the left fallopian tube. Middle third of the device within the tube and no coils in the uterine horns. No other relevant findings in the cavity. X-ray - on (B)(6) 2019: essure has moved from its place. Lot number: a33566, manufacture date: 2012-07, and expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter information added. Added event organ perforation, anxiety. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('right essure within the abdominal cavity/ device was located far from right fallopian tube'), gastrointestinal injury ('organ perforation/ the right essure has lodged in my intestine') and perforation ('organ perforation') in a 33-year-old female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of effect". The patient's medical history included drug intolerance (to primperan), asthma, parity 2 and multigravida. Concurrent conditions included smoker. Concomitant products included rituximab (rilast). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), 4 years 11 months after insertion of essure. In 2019, the patient experienced abdominal pain ("abdominal pain"), dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). In (B)(6) 2020, the patient experienced anaphylactic shock ("after essure removal, anaphylactic shock on two occasions after injection of heparin at home"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal discomfort ("hypogastric discomfort"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), device intolerance ("intolerance to essure"), endometriosis ("endometriosis"), fatigue ("extreme tiredness/tiredness"), swelling ("swelling"), dysgeusia ("metallic taste in her mouth"), loss of libido ("loss of sexual desire/decreased libido,"), depression ("anxiety/ depression"), perforation (seriousness criterion medically significant) and anxiety ("anxiety,"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with heparin, surgery (bilateral salpingectomy with removal of essure via laparoscopy and salpingectomy on (B)(6) 2020) and abortion with two curettages in general anesthesia. Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, gastrointestinal injury, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal discomfort, hypersensitivity, genital haemorrhage, device intolerance, endometriosis, dizziness, fatigue, nausea, swelling, dysgeusia, loss of libido, depression and anaphylactic shock outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal pain, anaphylactic shock, anxiety, depression, device dislocation, device intolerance, dizziness, dysgeusia, endometriosis, fatigue, gastrointestinal injury, genital haemorrhage, hypersensitivity, loss of libido, nausea, pelvic pain, perforation, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: case with medical records was received from local health administration after the patient sent a claim to the health administration via lawyer. Insertion details: intratubal essure device was placed bilaterally via hysteroscopy. No essure coils could be observed in either ostium. After removal procedure, she was discharged on (B)(6) 2020 in good overall conditions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: hard-to-identify internal genitalia with poorly-defined edges, whereby it is hard to determine the precise location of the devices. The left essure device is very likely positioned inside the left fallopian tube. The right essure device appears to have migrated slightly; it seems to be partially outside the right fallopian tube. Likely presence of smalls cysts in the right ovary. No other relevant findings. Laparoscopy - on (B)(6) 2020: findings: uterus within normal macroscopic parameters. Both adnexa within normal macroscopic parameters. Right essure observed within the abdominal cavity with its distal end of the inner coil within the fallopian tube and the outer coil within the right fimbria. Left essure within the left fallopian tube. Middle third of the device within the tube and no coils in the uterine horns. No other relevant findings in the cavity. X-ray - on (B)(6) 2019: essure has moved from its place. Lot number: a33566 manufacture date: 2012-07 expiration date: 2015-07 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter information added. Added event organ perforation, anxiety. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('right essure within the abdominal cavity/ device was located far from right fallopian tube') and gastrointestinal injury ('organ perforation/ the right essure has lodged in my intestine') in a 33-year-old female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of effect". The patient's medical history included drug intolerance (to primperan), asthma, parity 2 and multigravida. Concurrent conditions included smoker. Concomitant products included rituximab (rilast). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), 4 years 11 months after insertion of essure. In 2019, the patient experienced abdominal pain ("abdominal pain"), dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). In (B)(6) 2020, the patient experienced anaphylactic shock ("after essure removal, anaphylactic shock on two occasions after injection of heparin at home"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal discomfort ("hypogastric discomfort"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), device intolerance ("intolerance to essure"), endometriosis ("endometriosis"), fatigue ("extreme tiredness"), swelling ("swelling"), dysgeusia ("metallic taste in her mouth"), loss of libido ("loss of sexual desire") and depression ("anxiety/ depression"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with heparin, surgery (bilateral salpingectomy with removal of essure via laparoscopy) and abortion with two curettages in general anesthesia. Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, gastrointestinal injury, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal discomfort, hypersensitivity, genital haemorrhage, device intolerance, endometriosis, dizziness, fatigue, nausea, swelling, dysgeusia, loss of libido, depression and anaphylactic shock outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal pain, anaphylactic shock, depression, device dislocation, device intolerance, dizziness, dysgeusia, endometriosis, fatigue, gastrointestinal injury, genital haemorrhage, hypersensitivity, loss of libido, nausea, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: case with medical records was received from local health administration after the patient sent a claim to the health administration via lawyer. Insertion details: intratubal essure device was placed bilaterally via hysteroscopy. No essure coils could be observed in either ostium. After removal procedure, she was discharged on (B)(6) 2020 in good overall conditions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: hard-to-identify internal genitalia with poorly-defined edges, whereby it is hard to determine the precise location of the devices. The left essure device is very likely positioned inside the left fallopian tube. The right essure device appears to have migrated slightly; it seems to be partially outside the right fallopian tube. Likely presence of smalls cysts in the right ovary. No other relevant findings. Laparoscopy - on (B)(6) 2020: findings: uterus within normal macroscopic parameters. Both adnexa within normal macroscopic parameters. Right essure observed within the abdominal cavity with its distal end of the inner coil within the fallopian tube and the outer coil within the right fimbria. Left essure within the left fallopian tube. Middle third of the device within the tube and no coils in the uterine horns. No other relevant findings in the cavity. X-ray - on (B)(6) 2019: essure has moved from its place. Lot number: a33566, manufacture date: 2012-07, and expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-aug-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('right essure within the abdominal cavity/ device was located far from right fallopian tube') and gastrointestinal injury ('organ perforation/ the right essure has lodged in my intestine') in a (B)(6) female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of effect". The patient's medical history included drug intolerance (to primperan), asthma, parity 2 and multigravida. Concurrent conditions included smoker. Concomitant products included rituximab (rilast). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), 4 years 11 months after insertion of essure. In 2019, the patient experienced abdominal pain ("abdominal pain"), dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). In (B)(6)2020, the patient experienced anaphylactic shock ("after essure removal, anaphylactic shock on two occasions after injection of heparin at home"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal discomfort ("hypogastric discomfort"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), device intolerance ("intolerance to essure"), endometriosis ("endometriosis"), fatigue ("extreme tiredness"), swelling ("swelling"), dysgeusia ("metallic taste in her mouth"), loss of libido ("loss of sexual desire") and depression ("anxiety/ depression"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with heparin, surgery (bilateral salpingectomy with removal of essure via laparoscopy) and abortion with two curettages in general anesthesia. Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, gastrointestinal injury, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal discomfort, hypersensitivity, genital haemorrhage, device intolerance, endometriosis, dizziness, fatigue, nausea, swelling, dysgeusia, loss of libido, depression and anaphylactic shock outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal pain, anaphylactic shock, depression, device dislocation, device intolerance, dizziness, dysgeusia, endometriosis, fatigue, gastrointestinal injury, genital haemorrhage, hypersensitivity, loss of libido, nausea, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: case with medical records was received from local health administration after the patient sent a claim to the health administration via lawyer. Insertion details: intratubal essure device was placed bilaterally via hysteroscopy. No essure coils could be observed in either ostium. After removal procedure, she was discharged on (B)(6) 2020 in good overall conditions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: hard-to-identify internal genitalia with poorly-defined edges, whereby it is hard to determine the precise location of the devices. The left essure device is very likely positioned inside the left fallopian tube. The right essure device appears to have migrated slightly; it seems to be partially outside the right fallopian tube. Likely presence of small cysts in the right ovary. No other relevant findings. Laparoscopy - on (B)(6) 2020: findings: uterus within normal macroscopic parameters. Both adnexa within normal macroscopic parameters. Right essure observed within the abdominal cavity with its distal end of the inner coil within the fallopian tube and the outer coil within the right fimbria. Left essure within the left fallopian tube. Middle third of the device within the tube and no coils in the uterine horns. No other relevant findings in the cavity. X-ray - on (B)(6) 2019: essure has moved from its place. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.